Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, the reported tissue injury appears to be related to a combination of challenging patient anatomy and procedural conditions (tear/hole in leaflet made worse by this clip). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation and restricted posterior leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed but was unable to adaquately grasp the leaflets, during grasping attempts the clip damaged the posterior leaflet. The clip was removed from the patient and a mitraclip xt was attempted. The mitraclip was able to successfully grasp and capture the leaflets, but after deployment a single leaflet detachment occurred and the clip was no longer attached to the posterior leaflet. A second mitraclip xt was then attempted, but during grasping caused additional damage to the posterior leaflet before the clip was removed from the patient and the procedure was discontinued. The final mr was grade 1. There was no clinically significant delay reported.